Event description:
Treatment data entered into dialysis machine to remove 6.1 kg of fluid over 4 hours 20 min. At the end of the treatment patient only had 0.3 kg removed. Pre dialysis weight 106.6 kg post dialysis weight 106.3 should have been 99.0 kg.the machine was repaired by the bio-medical department. The uf, ultrafiltration removal regulator was found to be dysfunctional and was replaced.